Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2003: the patient underwent spinal bilateral fusion surgery using rhbmp-2/acs and lt cage. No other information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6)-2003 : the patient presented with recurrent right l5-s1 disc herniation and lumbar segmental instability. The patient underwent the following procedures: transperitoneal approach; l5-s1 anterior lumbar interbody fusion with cages; use of rhbmp-2/acs; intraopeative fluoroscopy; l5-s1 discectomy. Per the op notes, the end plates were prepared by reaming through both channels. At this point 26 x 16 mm titanium lumbar-tapered cages were then opened and packed with rhbmp-2/acs which had been reconstituted on a collagen sponge. The implants were then screwed into place and slightly countersunk approximately 3-4 mm. There was no additional disc material in the subligamentous disc space. No patient complications were noted. (B)(6)-2003: the patient was discharged home.